Event description:
Tpa infusion was set up via an alaris pump at 5ml/hour. Hours later a "dead-end" cap was found connected in the line and determined that tpa had not been infusing as expected and ordered. Nursing staff reported that the occlusion alarm never alerted them. After disconnecing from the patient,the rn tested the pump, increasing the rate to 30ml/hr, with the dead end cap in place, and alarm was never heard, nor was leakage noted. The site of the infusion catheter was oozing, and if fluid was leaking out it would have mixed with the serous drainage, and would not have been noticed.